Event description:
It was reported the pt had lost stimulation due to the percutaneous lead being pulled out of the ipg. The physician attempted to implant a paddle lead for better coverage, but it could not be placed due to scar tissue. As a result, the percutaneous lead was reconnected to the ipg. Post-op, stimulation was not strong enough. The pt met with an sjm representative to discuss the next course of action. The pt stated the stimulation feels like a burning sensation. Surgical intervention will take place on a later date. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.